Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of leaflet tear, chordal rupture and unchanged mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported clip became caught on the chordae appears to be related to patient morphology/pathology due to the rotated heart. The reported bent delivery catheter shaft and subsequent sleeve steering issue was due to maneuvers to remove the clip; therefore, attributed to procedural conditions. The failure to adhere or bond to the leaflets was also attributed to procedure conditions as the clip was not able to grasp the leaflets due to the irregular steering and tissue damage. Additionally, the patient effects were due to procedural conditions as the mr increased to 4 was due to the tissue damage and the tissue damage was due to attempt to remove the clip from the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the resistance with the chordae, resulting in difficult steering and a leaflet tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted centrally, reducing the mr to 1+. A second clip delivery system (cds 70120u106) was advanced to further benefit the patient; however, the clip became caught on the chordae under the anterior leaflet. Several attempts were made to remove the clip which resulted in an anterior leaflet tear and chordal rupture. The mr increased to 4. Due to the maneuvers to remove the clip, there was abnormal curvature on the cds which caused irregular steering. Additional grasping was performed, but the grasping was difficult due to irregular steering, leaflet tear and chordal rupture. The cds was removed and replaced. The new cds was advanced; however, the leaflets could not be grasped after several attempts. The procedure was discontinued and the further treatment will be discussed. The mr remained at 4, with one clip implanted. There was a clinically significant delay in the procedure due to the leaflet tear. No additional information was provided.